Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure mode could be user related, example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. The device was not returned.

Event description:
It was reported that the patient had to retain the catheter due to urinary retention. The nurse checked the filling of the catheter balloon before placement and injected normal saline into the balloon, but the saline could not be withdrawn after the injection. So, the patient immediately replaced a new three-lumen catheter and reported it to the medical equipment department.